Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported backup vvi mode was verified. Upon interrogation, the device's data showed that a power-on- reset (por) occurred on the day of the lead revision. The por is believed to have been caused by the external defibrillation that was applied.

Event description:
It was reported that during a lead revision, after testing and external defibrillation, the device was found in backup vvi mode with no defib therapy available. The device was explanted and replaced.